Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an intermittent connection between the distribution node (dn) and ECG c cable. The blue (+5v) wire was intermittently open. The root cause for the intermittent connection was unable to be positively identified. No adverse event resulted form the intermittent connection. The patient was issued a replacement electrode belt.

Event description:
Download data revealed that a (B)(6) male patient was receiving frequent check therapy electrode messages. The patient was issued a replacement electrode belt.